Manufacturer narrative:
Trackwise ID#: (B)(4), updated sections: b-4, g-3, g-6, h-2, h-6, h-10 a lot history record review was completed for lots 3000401966, 3000401072, and 3000399339 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000401966. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event. For lots 3000401072 and 3000399339. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 jaws didn't work.